Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose and has a tubing clamp to troubleshoot insulin pump to make sure everything is working properly. Customer's blood glucose was 597 mg/dl at the time of incident and was 107 mg/dl the day of the call. Troubleshooting found that drive support cap was normal but the pump failed the high pressure test twice. The pump passed on the third time the high pressure test was performed. Customer was advised to change out entire set, reservoir and insulin and to follow up with doctor regarding the high blood glucose and any possible site issues. Customer was also advised to monitor pump.